Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "doubled in side due to fluid that was around them." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "hardness, doubled in side due to fluid that was around them and it caused a muscle tear." Patient additionally reported "difficulty lifting my arms;" this event is not related to the device. Device has been explanted.